Event description:
It was reported that the patient had an oral opiate overdose. It was unknown if the overdose was accidental or intentional. The patient was seen in the emergency room, the pump was stopped, and the patient admitted. The patient had reportedly been discharged and instructed to see their pain physician. The healthcare professional (hcp) reportedly had not been contacted about the patient since and was not aware of the patient's current status. The patient's pump was intended to infuse morphine. Additional information was requested to determine the patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received (B)(6) 2015 that the pump was explanted from the right lower abdomen and replaced on (B)(6) 2015 and returned to the manufacturer.

Manufacturer narrative:
Product ID 8709, lot# unknown, serial# (B)(4); product type catheter. (B)(4).

Event description:
Additional information received reported that the previous healthcare professional (hcp) had put the pump in stopped mode. The reporter stated that a motor stall was noted ¿in the attention dialogue pop up after they updated to re-initiate therapy.¿ the reporter would follow up with the hcp to review the logs and stated he would follow up with any additional details he could obtain.

Manufacturer narrative:
Analysis of the pump found c300. There was an issue with the pump motor gear train related to corrosion, wear, and or lubrication. The pump motor had a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.